Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Event description:
It was reported that the patient experienced bacteremia. The implantable pulse generator (ipg) system was explanted. A temporary l ead was placed and connected to the device externally until a new system could be implanted after the infection was cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.